Manufacturer narrative:
Per the clinic, it was reported that the patient received topical antibiotic treatment for the reported infection, prior to the loss of osseointegration. The patient has since been reimplanted with another cochlear baha device. This report is submitted december 31, 2019.

Manufacturer narrative:
This report is submitted on october 31, 2019.

Event description:
Per the clinic, the patient experienced an infection of skin, tissue and bone resulting in loss of osseointegration of the implant. It is unknown what treatment was administered for the infection.